Event description:
It was reported that during procedure, a jade balloon was placed in patient's superficial femoral artery (sfa) and was inflated to 12 atmospheres. The balloon ruptured. During removal, it was noticed that the balloon had broken in-vivo and became completely detached. An attempt was made to advance another wire through the existing 6f non-abbott contralateral sheath, but was unsuccessful. The physician had to puncture the sfa antegrade directly below the broken balloon. A stent was placed with difficulty to adhere the balloon against the wall. There was delay in the treatment as it added 75 to 90 minutes to the procedure with two additional punctures that were required. The patient was discharged after bedrest.